Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a mentor smooth round moderate profile 300cc saline prosthesis. On (B)(6) 2018, the left breast prosthesis was explanted in order to remove capsular contracture baker grade IV and to drain an infection. A collected specimen was sent to pathology. Patient was allowed to heal and a new unspecified mentor 350cc saline prosthesis was implanted later on (B)(6) 2018. It was noted the patient tolerated the procedure well.

Manufacturer narrative:
The device history record (DHR) was reviewed on 6/20/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 7/9/2018, mentor received additional information from translated documentation: externalization of the implant was also indicated during replacement surgery on (B)(6) 2018. Results of pathology tests have not been provided. (B)(4).